Event description:
As reported by the edwards clinical specialist (fcs), during the transfemoral tavr procedure, the first 23mm sapien valve prepped and positioned 50:50 across the native annulus. During deployment the valve was deployed more aortic then intended (80:20 aortic) causing moderate to severe paravalvular leak (pvl). In order to troubleshoot, 1cc of diluted contrast was added to the atrion device and the valve was post dilated, yielding no significant improvement. Pv leak remained moderate + with a posterior jet as well as small central ai. A decision was then made to deploy a second 23mm valve which was prepped and deployed in a 50:50 position within the annulus. Per report, there was a 2/3 overlap in the devices. A repeat echocardiogram showed the pvl had reduced to mild with no central ai noted. At one day post procedure the patient was noted to be in stable condition with plans to extubate and be transferred out of the ICU. Per report, the patient¿s native annulus was severely calcified, the aortic root was mild calcified, the sintotublar junction (stj) measured 31mm, the sinus of valsalva (sov) measured 32mm, the patient had severe mitral annular calcification (mac) and the ejection fraction was 65%. In addition, the image intensifier angle was reported as good, the coaxial alignment of the delivery system and valve was fair, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Paravalvular leak is also a known potential complication associated with the tavr procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the too aortic placement of the valve could be attributed to patient (bulky annular calcification, severe mac) and procedural factors such potential valve under sizing (annulus size which could withstand either a 23mm or a 26mm sapien valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.